Event description:
Follow up with the complainant revealed that the device could not be connected with the inflator due to the kink. This event happened before the device was inserted into the scope and before inflation was attempted.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a stone removal procedure on (B)(6) 2012. According to the complainant, the device could not be connected with the inflator due to the kink. This event happened before the device was inserted into the scope and before inflation was attempted. The procedure was completed with a different unknown device and the patient's condition at the conclusion of the procedure was reported to be 'good.'

Manufacturer narrative:
Visual analysis of the returned product revealed that the balloon material was fully deflated and correctly wrapped. A visual and tactile examination of the shaft of the device noted a severe kink at 82mm proximal to the distal tip. It was possible to insert a 0.038 inch guidewire through the device without any issue noted. It was possible to insert the device through a 6 french sheath. It was possible to attach the device to an encore inflation device and inflate the balloon material to its rated burst pressure of 20 atmospheres (atm). The root cause classification of this investigation is handling damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a stone removal procedure on (B)(6) 2012. According to the complainant, when the physician tried to insert the device, there was a kink on this device located near the connection with inflator. The device could not be inserted into the scope and there was resistance. There were no reported issues with the endoscope or guidewire used. No other damage to the catheter was seen. It was also noted the device did not inflate normally, however, the nature of the abnormal inflation is unknown. The procedure was completed with a different unknown device and the patient's condition at the conclusion of the procedure was reported to be "good." Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4) the reported event of shaft kinked and physical resistance.